Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05566. Related manufacturer reference number: 2017865-2020-05568. It was reported that the patient presented for a pocket revision due to a sore on the incision site with no allegation of infection. It was noted that the leads were found to be close to the surface of the skin. The pocket was revised and the leads were wrapped behind the device before the incision was closed. The patient was stable condition before, during, and after the procedure.